Event description:
It was reported that the unspecified bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "at 00:00 on (B)(6), 2020, after the patient was successfully injected with anti-inflammatory drugs, the indwelling needle was found to leak, the indwelling needle was immediately removed, 00:05 the blood vessel was replaced and the indwelling needle was re-punctured."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 00:00 on (B)(6) 2020, after the patient was successfully injected with anti-inflammatory drugs, the indwelling needle was found to leak, the indwelling needle was immediately removed, 00:05 the blood vessel was replaced and the indwelling needle was re-punctured."